Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a cable crimp outside of its original position and it was not seated inside of the grips. As a result, the instrument could not operate properly. Additional observation(s) : the instrument was found to have scratch marks/abrasion on the monopolar yaw pulley. There was no missing material found. The probable root cause of a dislodged cable crimp is attributed to component failure. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-15774. Correction to section b3: the event date was updated to 01/06/2025 based on the event logs. As per the log review, the instrument was last used on 01/06/2025 during hysterectomy surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.